Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In review of the initial MDR 2648035-2019-00115, it was noticed that the date of the report in date of report was inadvertently not populated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 02/06/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A box was received with writing on the box stating that the lens was lost in the field. Therefore, this complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a z9002 14.5 diopter intraocular lens (iol) broke inside the patient's operative eye during implantation. Therefore, the lens was removed and replaced with another lens, same model and diopter. There was no incision enlargement, no vitrectomy was performed, no sutures were used and no patient injury occurred. The patient was reported doing fine post-operatively. No additional information was provided.